Manufacturer narrative:
The biclamp laparoscopic instrument (including the insert) was requested, but has not been provided for an evaluation. Additionally, further information has been requested regarding the circumstances and use of the instrument [note: no manufacturing or testing issues were found upon the review of the lot's device history record (DHR).]. Based upon similar reports involving this type of accessory; most likely, the instrument became damaged due to wear, mechanical stress (e.g., excessive levering or torsion), etc. However, no conclusive determination can be made at this time. Nevertheless, in the device's notes on use, it is stated that no excessive levering or exerting excessive forces on the instrument must be done, the product must be checked for damage before each use. Damaged/worn out instruments must not be used. Finally, if a root cause to the reported problem is determined upon an inspection of the instrument, etc.; a follow-up report will be filed. No trends have been identified.

Event description:
It was reported that a biclamp laparoscopic instrument broke during or after a laparoscopy in a gynecological procedure (i.e., adnexectomy). The accessory was being used with an electrosurgical unit (esu). Specific information regarding the esu, settings, and other devices used was not provided. Nevertheless, we were informed that the fastening screw in the joint area became detached from the biclamp laparoscopic insert. Therefore, an intraoperative x-ray was performed on the patient to see if it was still inside the patient. The screw was not found inside of the patient.